Event description:
One touch ultra smart meter was prompting the error 5 message. The medical affairs specialist left a phone message for the patient and sent a letter to the patient. The patient stated that she received the error 5 prompt 15 times. The date, time, and reading of the last meter result obtained were not provided. The patient took the meter to the doctor and pharmacy where an error 5 message was also obtained. The patient was thirsty and had headaches at the time of concern. No result obtained on the doctor's device was provided. No information regarding the patient's usual testing and diabetes treatment regimen was provided. The patient's doctor gave her medicine to bring her blood sugar down; the medication name and dose were not provided. The customer care representative walked the patient through retesting and the error 5 prompt appeared. As the error 5 message was not resolved, there is an indication that the product malfunctioned. The patient experienced symptoms of hyperglycemia at the time of concern. However, as her testing and treatment regimen were not provided, it is not known whether she would have administered self-treatment before being treated by the doctor, had she obtained a meter result. Therefore the case is reported as a product malfunction and not an adverse event. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received them.